Event description:
It was reported that left ventricular (lv) lead exhibited dislodgement and non-capture. Dislodgement was discovered during device testing and confirmed via x-ray. The lead was explanted and replaced. The patient is in stable condition.